Event description:
It was reported that the device received an alarm - error code message. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of alarm - error codes / messages was due to the logic board. Error code 133.6080 received and problem isolated to logic board; logic board replaced. Software version as found 9.33.1, as left 9.33.1. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/08/2018 to the present date 11/18/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. There was no patient involvement.